Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was unknown. The customer stated that all buttons were not responding. The customer was advised to observe time clock for one minute to verify if time advances and found that the time was moving. The troubleshooting was performed for keypad anomaly. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act, esc buttons response due to unlocked lcd keypad connector.